Manufacturer narrative:
A maquet field service technician (fst) visited the hospital, and evaluated the device. The fst found six broken bolts used to secure the surgical light system to the ceiling down tube. However, only three of the six bolt heads could be found after the light fell. Root cause for this incident is the non-replacement of the three bolts that broke gradually over time, as well as a lack of periodic verifications as per the manufacturer's instructions. Prismatic maintenance instructions in the operating manual (B)(4) request technicians to verify stability of the suspension tube, as well as fastening of the securing screws. To return the operating room to service, the hospital maintenance staff replaced the light with a unit that they had in storage. Maquet is not the primary service provider for this hospital. As part of maquet's investigation into this incident, maquet fst's inspected 30 additional lighting systems at this hospital. (B)(4). The hospital did not provide any service history for the light that fell. Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Customer reported that the light assembly (including light head, spring arm and extension arm) fell, from the vertical suspension tube, onto the floor. The device was not being used to treat a pt during the event. An anesthesiologist (present in the room when the incident occurred). Was struck by the light. He informed the hospital staff that he wasn't injured, but went (or was sent) home with a possible concussion. (B)(4).